Event description:
Healthcare professional reported lap-band "erosion and left side abdominal pain" with a lap-band ap adjustable gastric banding system (standard). The event was first noticed when the patient noted left side abdominal pain. The device was explanted and will not be replaced. Follow-up findings: event clarified as "there was a pin hole erosion in the mucosa of the stomach directly underneath the band."

Manufacturer narrative:
The access port connector associated with this report has been returned and was discarded after surgery by the reporter. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter discarded the device when it was explanted and it is no longer available for return. Therefore allergan will not receive it and no analysis or testing will be done. Erosion and pain are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional information has been reported to allergan regarding the serial number as that was not known by the physician.